Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrograms (egms) showed atrial tachy response (atr) with a single undersensed beat and variable r wave amplitude trends observed. The sensitivity is currently programmed at 1.5mv (millivolts). Further review of ventricular sensing is recommended. Battery longevity is normal and other lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.